Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the 25g laser probe would not fit into a 25g trocar cannula. The procedure was completed.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted into a 25ga trocar cannula, but it stuck at the junction of the cannula and the nitinol tip replicating the reported event. The 25 gauge illuminated flex curved laser probe, was manufactured on january 29, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation has been opened to address this issue. (B)(4).